Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported the pt feels a weak stimulation being on in the middle part of her body when the system is turned off. It was also reported the pt experiences pain, cramping and numbness in her left leg. Pt also reported increased neck pain and has frequent headaches. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-07155; reference MFR report: 1627487-2012-07156. Follow-up identified the patient continues to experience the issues. The patient reported feeling discomfort, pain, a burning sensation and sensitivity at the ipg pocket site while recharging the device. The patient was provided with effective recharging recommendations. The patient will also follow-up with the physician to address the issues. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.